Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observes air bubbles within their luer lock. The customer's blood glucose level was 143 mg/dl. The customer was able to prime the tubing, successfully removing the air bubbles, and resumed insulin therapy.